Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During installation of the monitor, there was a speaker malfunction inop error message, and the speaker was not producing sound. There was no patient involvement.